Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
The nurse at the hospital alleged that during an inspection, she observed on the outer packaging that the size of the implant was not correct. Size 13.2 was received instead of 13.1.